Manufacturer narrative:
Patient information was requested; none was provided.

Event description:
The international customer reported vent inop due to a machine and proximal pressure sensor failure. It is not known whether the device alarmed at the time of this event. There was no patient harm.